Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. A review of the historical measurements noted that the right ventricular (rv) lead impedance measured > 3,000 ohms on (B)(6) 2014 and the shock lead impedance measured > 125 ohms on february 2, 2015. These measurements indicate a lead, connection or header provide. All episodes before january 23, 2015 have been overwritten. Stored electrocardiograms recorded on january 31, 2015 how noise that is consistent with a damaged lead, loose connection or broken feedthrough wires. Laboratory analysis confirmed the oversensed noise but was unable to determine the exact cause. Manufacturing enhancements have been implemented to make the header bond more robust.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the right ventricular (rv) lead resulting in inappropriate shocks. Associated with this clinical observation was high out of range pacing impedances due to what appeared to be a lead fracture on x-ray. Surgical intervention was performed and the lead was found to be okay but the header of this device was broken. No adverse patient effects were reported. The device was explanted without incident.